Event description:
On (B) (6) 2008, the pt reported he gets "little" air bubbles in the insulin cartridge of his infusion device. He stated he uses room temperature insulin to fill the cartridge. The pt was advised to remove air bubbles by priming the infusion set and the proper cartridge change procedure was reviewed with him. He said he does not force air into the insulin vial before filling the cartridge and was advised to do so. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.